Event description:
It was reported by the aci clinical affairs manager that a (B)(6) male pt underwent an atherectomy procedure to treat the anterior tibial artery, on (B)(6) 2012. There were 2 sheath exchanges. The pt did not have clinically significant peripheral vascular disease in the vicinity of the access site. Peri-procedure the pt was anti-coagulated with asa, clopidogrel (plavix), and bivalirudin (angiomax). Following the procedure, the physician who is in training, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the pt developed a 5 cm hematoma shortly after the manual compression. Then a mechanical compression device (model unk) was also applied. The pt was ambulated and discharged on (B)(6) 2012. No further complications were noted.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.